Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 7753806 and 510k# k123656 and (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2017, the patient underwent a surgery due to cervical kyphosis using tapered rod. Reportedly, on an unknown date, post-op, rod breakage was observed at left of o-c2. The patient also had poor alignment and experienced recurrence of numbness in hands. The patient had not achieved bone fusion. On (B)(6) 2017, the patient underwent posterior spinal fusion at o-t3. The broken rods were removed and four rods fixation was constructed. No fragments of the implants remained inside the patient.